Manufacturer narrative:
Retainer ring=missing. Device received with missing retainer and missing reservoir tube o-ring. Unable to lock reservoir/p-cap in place due to missing retainer. Unable to download using (crest or thus software). Device also received with constant critical pump error alarm right after battery installation. Several attempts were made to allow access for download. Critical pump error alarm persisted. Device was cut open and perform a visual inspection. Corroded electrical board 1 and corroded electrical board 2 noted during visual inspection. Device passed the force sensor test. However, corroded force sensor gold plated traces during visual inspection. Electronic boards were switch to pinpoint faulty board. After brushing with ipa isopropyl alcohol and restocking electronics and unit remained on blue screen. In conclusion device came in with constant critical pump error alarm, unable to confirm pump error 35 alarm in history file and unable to complete download using (thus or crest software) due to corroded electrical board 1 and electrical board 2. Device also received with faded serial number label and cracked keypad at select button. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump gave an open book image. Customer stated that they were swimming with the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for the further analysis.